Event description:
It was reported that a patient¿s rv lead was capped during a downgrade to a single chamber pacemaker procedure. The decision to downgrade to a pacemaker was due to changes in the patient's condition and was not related to the changes in the rv lead functionality. During the procedure, a noise on the rv lead was noted which had led to aborted shocks. The timeline for which the rv lead noise began was not clearly established. The procedure was completed successfully without adverse consequence to the patient. The patient was stable after the procedure and will be followed normally.